Event description:
A customer reported that the battery of the t:slim x2 pump would not charge, with a power source alert noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by changing the charging supplies, and the pump began charging again, requiring no further assistance.